Manufacturer narrative:
(B)(4). G2 - australia. H3 - customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year three and a half months post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02073. D10-medical product: femur trabecular metal (cr) standard porous, item# 42502805801,lot# 63773065.

Event description:
It was reported that a patient was revised approximately one year three and a half months post implantation due to instability. The patient had both pain and swelling prior to the revision. The surgeon doesn¿t believe that the original components (or failure of) contributed to the fall(s) of the patient. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. X-ray review by third party hcp states that punctate metallic foreign body medial compartment. Large ossific densities in the region of the suprapatellar bursa on the lateral film. Mildly hyperdense suprapatellar joint effusion is of uncertain clinical significance. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. Root cause cannot be determined. This complaint cannot be confirmed for pain and instability however swelling can be confirmed via x-rays provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.